Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened express act, up and down button dome switch (creased). No button error alarm during testing. No unlocked lcd keypad connector. Unit passed self test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the act and up arrow buttons were hard to press. The customer¿s blood glucose level was unknown. Customer was advised to observe time clock for one minute, however it was advances. The customer was advised to discontinue use of the insulin pump and revert to the backup plan. Customer was advised that the insulin pump needed to be replaced. The insulin pump will be returned for analysis.